Event description:
The hospital reported that during several off pump procedures, the last two pods on both feet of the stabilizer caused a "cut or rip" on the heart. A stitch was needed to repair the cut. No other patient complications were reported. Since the hospital did not provide the number of failures, the lot numbers, the date of the occurrences or any failed device for investigation, only one report will be submitted for the reported info.